Event description:
Caller alleging a false positive for all drugs including cocaine (coc). Caller stated a test would be run on one cup and get one result; then the specimen in a different cup would get a different result.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention strips. Retention strip were tested 29 drug-free donor urine; all met/thc/opi/ppx/bar/coc/oxy/bzo/mdma results were negative. No false results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. This issue will be subject to tracking and trending. As there was no indication of a product deficiency, corrective action is not required at this time.